Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis (fa). Fa was not able to confirm via system logs or reproduce the issue during in-house testing. Upon visual inspection, fa found the top cover and front bezel were in decent condition. The unit was tested using a golden system and the unit energized and cauterized, and all ports recognized instruments. The probable root cause in this case cannot be determined. However, based on the field evaluation, iesu was replaced to resolve the caused issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical inc. (Isi) clinical sales representative (csr) reported to an isi technical service engineer (tse) that the ground pad was not recognized on the erbe generator. The customer power cycled the erbe generator multiple times; however, the issue persisted. Tse recommended trying another ground pad; however, the customer opted to use a second vision side cart (vsc). The procedure was converted to another da vinci system with no reported injury.